Event description:
Pulse ox probe rotated from right to left foot during hands-on assessment at approximately 0800. At 1250, noted small red crusted rectangular shaped area on top of foot where pulse ox probe had been. Assessed left foot to see if probe had left a mark on the left foot and small reddened non broken down area which was also rectangular shape noted. Neonatologist notified.staff changes the pulse ox location every six hours or more frequently, if needed. The site is checked at the same time. Manufacturer response (as per reporter) for neonatal spo2 adhesive sensor, lnop neoptthe manufacturer was notified & the device is being returned to them for investigation. A copy of this report has been faxed to the manufacturer.